Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that split in the line causing leaking and requiring line to be removed and reinserted. We have had x2 patients effected by this, same product lot number. Antibiotics not received and patients had to return to hospital for line to removed and reinserted. No patient harm reported, patients are ok. No other information was provided. This report addresses both reported occurrences.